Manufacturer narrative:
Taper ii. Medwatch sent to the FDA on 09/22/2016. The device was returned to apollo for analysis, and visual examination confirmed the connecter type as taper ii. Visual inspection noted brown particles on the port housing and on the port base. Yellow discoloration was observed on the port tubing and port base. Non-penetrating nicks were observed on the port housing and around the suturing holes. A port leak test was performed and no leakage was observed. A fill inspection test was performed and no blockage or resistance to flow was observed. Device labeling addresses the possible event of port leak as follows. Precautions: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant (removal)and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as a patient with the lap-band system was reported to have a "port leak." The device was explanted.